Event description:
Dexcom g7 continually fails on day 8 and readings are inaccurate. For example, sensor was showing low all night so I kept treating. In the morning I felt awful and blood sugar was 432 and I had ketones.